Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a device delivered one shock as inappropriate therapy for the patients atrial fibrillation (af). Technical services (ts) was consulted and discussed device programmed settings for therapy delivery. This device remains in service. No additional adverse patient effects were reported.